Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during an implant procedure, the patient¿s heart was perforated by a right ventricular (rv) lead resulting in a cardiac tamponade. The physician attempted to place an rv lead in multiple spots but found that the lead had high impedance, was not capturing, and had varying r-wave values. To test if the rv lead was defective, the physician placed the already inserted right atrial (ra) lead into the rv and normal measurements were obtained. The physician pulled back the ra lead into the ra for later placement and removed the attempted rv lead. He then attempted to place a new rv lead which caused the perforation. The physician assessed the emergency and removed all the leads. The patient was prepped for a pericardial window and epicardial leads were placed. No further patient complications have been reported as a result of this event.